Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. After loading, the seal was trapped inside the loader device and deployed inside the loading device (did not stay in the deployment tube). A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was outside of the loader and the plunger had not been depressed. The seal was outside of the delivery tube and the tension spring was still in the tube. No evidence of blood was seen inside the deployment tube. The seal was cracked. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.